Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels read high (>22.2 mmol/l, >400 mg/dl) and the ketones were at 4 mmol/l, while wearing the pod between 37 and 48 hours. Symptoms reported include vomiting, abdominal pain and an ache down the leg. The patient's legal guardian called the pediatrician on call prior to taking the patient to the hospital and was instructed to give the patient 10 units of insulin to avoid diabetic ketoacidosis. At the hospital the patient was treated with another 10 units of insulin at the hospital. The patient was released after 7 hours.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed no alarms timeouts, or drive stalls that would indicate an issue to deliver insulin. Inspection of the download and patient history buffer (phb) data found no issues with insulin delivery. During fluid path testing, fluid was not able to travel the complete fluid path due to a tear in the exposed soft cannula. This tear resulted in a leak. The exact timing and cause of the soft cannula damage could not be determined. It cannot be confirmed that the soft cannula damage is related to the reported not sure delivering insulin event. Therefore, the cause of the reported not sure delivering insulin event could not be determined.